Event description:
It was reported by the clinician that the external pulse generator (epg) was not working properly and the biomedical engineer found that there was no atrial output channel, however the ventricular output was fine. Therefore, another epg was used. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Main printed circuit board is out of electrical specification. Battery drawer is contaminated. Lower case is broken. Further analysis was performed on the main printed circuit board. This analysis found that cracked solder joints created intermittent signals for the atrial light emitting diode (led) activation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board is out of electrical specification. Battery drawer is contaminated. Lower case is broken.